Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare (f&p) field representative that the bc190 flexitrunk infant nasal tubing had a hole in the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the bc190 flexitrunk infant nasal tubing had a hole in the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being a class 1 device, therefore exempt from PMA pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed that the tubing was found torn between the fourth and fifth from the midline connector side. The film of the tubing was also observed to be wrinkled and torn, indicating that force was applied, the tube deformed and then broke. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc190 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely subjected to excessive force. All bc190 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.